Manufacturer narrative:
Upon receipt, the pacemaker and the lead under complaint were subjected to an extensive analysis. The memory content as well as the therapeutic functionality of the pacemaker were thoroughly analyzed. During the inspection of the memory content the clinical observation could be confirmed. Therefore the impedance measurement functions of the device were tested. There was no indication of a device malfunction. In addition, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The lead was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The analysis showed that the conductor coil was found fractured approximately 39.5 cm distal to the is4 connector pin, which is assumed to be the root cause of the clinical observations. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. The pacemaker proved to be fully functional. The clinical observation presumably resulted from the observed lead damage.

Manufacturer narrative:
The pacemaker and the left ventricular lead were not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for pacemaker and lead was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were analyzed thoroughly. Follow-up data from july 22, 2022 documented a lead failure detection which occurred on (B)(6) 2022 at 08:37 pm as a result of the measurement of a lead impedance greater than 2500 ohms. This led to a polarity switch in the left ventricle from lv1 (tip) case to lv2 (ring) case. At 10:07 pm a further lead failure in that polarity occurred. The long-term lead impedance trend did not show any conspicuities until the lead failure detection. Provided x-ray images were investigated. No anomalies were noted. Based on all data available for analysis the root cause for the clinical observation could not be determined.

Event description:
In (B)(6) 2023 loss of capture on the lv lead was noted. The device was reprogrammed. Further, increase of lead impedance (> 2500 ohms) was observed. According to update of 09-okt-2023 the lead was explanted and replaced by a new one. The pacemaker was exchanged during the same procedure. Its functioning was not questioned.